Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. The following fields were updated accordingly: b3, b5.

Event description:
The issue occurred during maintenance after the therapeutic procedure.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed; there was found to be foreign material in the channel; the material was a residue of olympus glue from a previous repair, and remained due to insufficient cleaning during the nozzle attachment of the previous repair. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a clogged air/water channel while using the evis exera iii gastrointestinal videoscope. There was no patient harm associated with the event. The device was returned and evaluated, and there was found to be foreign material in the channel. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign material was clogging the nozzle. The foreign material was identified as olympus glue. Repairs at the repair site likely caused adhesive residue on the nozzle. No nozzle deformation or damage has been reported and the user performed reprocessing according to french standards and instructions for use. Olympus will continue to monitor field performance for this device.